Manufacturer narrative:
Analysis of the lead found that the body conductor was broken at the anchor site. Functional tests showed that all circuits were open. There were no shorts between the circuits. All of the conductors were broken 15.4 cm from the distal end.

Manufacturer narrative:
Product ID 7482-51, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3487a, serial# unknown, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Complaint form (rep): it was reported that the patient could not feel any stimulation on (B)(6) 2013. The physician checked the system with the clinician programmer and the data showed "out of the regular range on all of the contacts' impedances". On (B)(6) 2013, the doctor decided to check the system by "open wound at operation room". The doctor opened the connection of the lead and the extension line, and pulled out the lead to connect with the external stimulator. The patient still felt nothing. The doctor removed the lead and found that the lead was broken. The doctor implanted a new lead and connected the lead with the extension line. The impedances were normal on all of the contacts. The patient outcome was reported as "no injury".

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.